Event description:
It was reported that in preparation for pulmonary vein isolation procedure a nrg transseptal needle was selected for use. Dirt was found on the package. The product was difficult to remove them from the package. The procedure was completed with another of same device. No patient complications were reported.